Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device's electric shock button malfunctioned. Available details indicate that the device's electric shock button malfunctioned. Details provided in an email response; issue was caused by customer's operational error- customer had made a mistake with the therapy shock button. This is not a machine failure and device function checked normal. No fault found, and device returned into service. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The device was not returned for investigation. Based on the information available and the testing conducted, the cause of the reported problem was by user error. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. No fault found due to user error. Device returned to service. It has been concluded that no further action is required at this time